Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed after changing the batteries, and the alarm was unable to clear. Troubleshooting was performed. The customer stated that the device had a frozen display and the buttons were unresponsive. Advised the customer to revert to back up plan. No further info was provided.